Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/16/2019. Device evaluation summary: upon receipt by mentor, the device contained gel with clear appearance. Red material was observed within the device. Yellow material and gel were observed on the shell surface. During visual examination, the product evaluation team observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and yellow material observed. There is no evidence that the issue is related with manufacturing. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor psr reference number (B)(4). Reason for device explant and/or reoperation: rupture/ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral ptosis and left sided rupture accompanied by pain post procedure. The rupture was confirmed with mammography and upon explant. As a result, bilateral prosthesis replacement with 225cc mentor memorygel breast implants was performed. This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019 this report was found to be a duplicate of (B)(4). This report relates to the left prosthesis. See 1645337-2019-21800 for contralateral prosthesis report.